Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. The hcp reported that on 16-febuary-25 at 11:46pm lasting to 11:55pm there was a motor stall. The patient reports seeing the message on their personal therapy manager (ptm) and also hearing the alarm. There were no other events in the logs. Patient did not recall what could have caused this but the hcp stated patient did have metals they work with in the home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that, in regards to their external device, "one time I hit it at 11:45 and set an alarm - it was explained to me that the magnetic resonance imaging (MRI) made it go off for a second but it just did it".